Event description:
The facility alleges the applier is not functioning properly. They stated the jaws no longer function. It is unk when this condition occurred or if medical intervention was necessary. No add'l info is available.

Manufacturer narrative:
The device from the procedure was not returned for evaluation. No lot number was identified; therefore a device history record evaluation cannot be performed. If add'l info become available or a lot number has been identified, a follow-up report will be provided with the investigation results. Teleflex medical will continue to monitor for this issue and will initiate a corrective action should an adverse trend occur.